Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 22.sep.2005, part # 241.903/ lot# 1377452, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery to treat a non-union occurred on (B)(6) 2016. Nonunion was discovered via x-ray taken on an unknown date. A plate and 8 screws were explanted fully intact. Originally the patient underwent open reduction internal fixation (orif) surgery on (B)(6) 2015 to treat a right proximal humerus. The patient was revised with a periarticular proximal humerus plate and screws and bone graft. The surgery was successfully completed without any delays. This report is 1 of 2 for com-(B)(4).